Event description:
Minimed technologies, 12744 san fernando rd, sylmar, ca 91342. The report does not indicate whether or not the device was used by the pt. The report does not include a lot number, so a complete evaluation of the specific event cannot be performed. This syringe is used in an external pump only, the delivery of medication is controlled by the pump and the settings programmed by the user, in units per hr. The graduation marks on the syringe are not used by the pt to determine delivery of medication. The graduation marks are used when filling the syringe with medication to get a desired amount depending on the rate of use of the medication.